Manufacturer narrative:
It was reported that the trigger part of the device did not work during the procedure. There was a difficulty pulling back the piston knob because the quick trigger did not work, and this caused difficulty in deflation. The device was been operated per IFU. The everest device was connected to an unknown brand sc balloon at the time of the alleged issue. The everest was replaced with another everest of the different lot. The balloon deflated when using the replacement everest device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An everest inflation device was used during a procedure. There was no damage noted to the packaging. The device was removed from packaging per IFU with no issues. The device was prepped per IFU with no issues. It was reported that there was a piston/knob issue. The pistol part of the device did not work during the procedure and this caused difficulty in deflation. The device was not connected to a mating device at the time of the alleged issue. The patient is alive with no injury.

Manufacturer narrative:
One everest inflation device was received for analysis. The balloon used during the procedure was not returned. No damage was noted to the syringe body, manometer housing or tube joints. The gauge needle as received was in the red ¿vac¿ position. No issues were noted when pushing down on the trigger. When the trigger was pushed down, the piston knob could be retracted and advanced with no issues. Using an inhouse stopcock, the device was pressurized with water. Water was noted leaking from the plastic lid of the gauge. The gauge needle moved steady to 30atm. The gauge did not maintain pressure and the needle dropped to 25atm within 3 minutes of being pressurized. Vendor analysis functional testing of the gauge confirmed an out of tolerance condition at the upper end of the scale. Pointer hesitation was also observed as the pointer approached the upper end of the scale. Upon pressure release, the pointer did not return to the zero box. A secondary functional test was performed using water as the process media. The gauge did not show any obvious signs of a leaking condition. Water was not observed to be leaking out of the socket or the solder joints. Disassembly and inspection of the internal components confirmed media residue on the surface of the socket, movement and end piece. Microscopic magnification of the solder joints revealed a small hole in the end piece solder joint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.